Manufacturer narrative:
Correction to h6 "component code" of the initial report, "525 - tube" and "4761 - access port" is being corrected to "841 - imager". Correction to g2 of the initial report. "Foreign" should have also been selected as a report source. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lm's final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from the instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2024, sampling from: all channels, cfu: 3cfu/endoscope, bacterial identification: bacillaceae. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and additional potential adverse event was found: white foreign material was found in the suction connector and the mouth guard piece for endoscopy. A definitive root cause could not be determined for any of the reported malfunctions. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for greater than 80 colony forming units (cfus) on the operating and suction channels, and 20 cfus air/water channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.